Event description:
Patient reported experiencing elevated blood glucose levels up to 438 mg/dl since (B)(6) 2013; took correction via infusion device and pen without success. Patient stated on (B)(6) 2013 his blood glucose level at 4:30 am was 273 mg/dl, he administered 3 units of insulin via the infusion device and then at 6:30 am his blood glucose level was 296 mg/dl, he stopped the infusion device and administered insulin via pen. Patient's normal blood glucose level was not provided. Patient reported that at 11 am his blood glucose level was 376 mg/dl, he went to the doctor who referred him to the hospital. Patient stated that at 12 am while in the hospital his blood glucose level was 196 mg/dl; received an EKG and later an infusion. Patient alleges the infusion device delivers too low insulin. No further information available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list the mentioned bolus ((B)(6), 4:30 am) was found in history. (B)(6) 2013, 04:26:12, std_step_bolus_prog programmed_dose=25 [1/10 iu]. (B)(6) 2013, 04:26:24, std_step_bolus_deliv infused_dose=25 [1/10 iu]. Adapter: the adapter passed the optical inspection successfully. Transfer set: the used transfer set was visually inspected and tested for flow and tightness. The test results of the transfer set were within specifications. Head set: since no head set has been returned from the customer and no lot/number is known, no investigation of the head set could be performed. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. In addition crystallized insulin was found behind the plunger within the cartridge case. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.